Event description:
Smr reverse revision surgery performed on (B)(6) 2022 due to instability. According to the complaint source, original procedure was completed by implanting a smr reverse liner +3mm d.40mm on (B)(6) 2022, then patient dislocated and the reverse liner + 3mm was exchanged with a smr reverse liner +6mm (retentive), commercial code 1365.50.821. The component explanted was the following: 1365.50.815 smr reverse liner +3mm d.40mm, lot number: 20at048, sterilization number: 2000147 surgeon was satisfied with final implant. The patient is male, date of birth on (B)(6) 1950. Event happened in united states.

Manufacturer narrative:
Investigation: by the check of the DHR, no anomalies on a total of n.53 smr reverse liner +3mm d.40mm manufactured with the same lot number: (20at048). No other complaints received on the same lot number. According to the complaint source, no x-rays nor explanted component are available for further analysis. However, considering the design features of the liners, the retentive one (commercial code: 1365.50.821) allows the glenosphere to keep its original position, thanks to the higher edges. Therefore, this kind of liner should prevent the dislocation of the glenosphere. Based on the very few information received, we are not able to further investigate the root cause of the event. However, considering the facts: ·by the check of the DHR, no anomalies on a total of n.53 smr reverse liner +3mm d.40mm manufactured with the same lot number: (20at048). No other complaints received on the same lot number. We can conclude that the event was not product related. Pms analysis: according to limacorporate pms data, revision rate of smr reverse liner belonging to the codes 1360.50.xxx, 1361.50.xxx, 1365.50.xxx for instability and implant dislocation is around 0.06%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issues. Note: this is a final MDR.

Event description:
Smr reverse revision surgery performed on (B)(6) 2022 due to instability. According to the complaint source, original procedure was completed by implanting a smr reverse liner +3mm d.40mm on (B)(6) 2011, then patient dislocated and the reverse liner* + 3mm was exchanged with a smr reverse liner +6mm (retentive). Surgeon was satisfied with final implant. Event happened in us.

Manufacturer narrative:
By the check of the DHR, no anomalies on a total of n.53 smr reverse liner +3mm d.40mm manufactured with the same lot number (20at048). No other complaints received on the same lot number. According to the complaint source, no x-rays nor explanted component available for further analysis. We will send a final incident report once the investigation will be completed.